Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02667.

Event description:
It was reported that surgeon attempted to implant a biomet g7 pps shell on the one-piece threaded handle. Shell seated well but surgeon could not unscrew the handle from the shell. The shell eventually spun counter clockwise compromising the press-fit. Once removed from the acetabulum both surgeon and pa worked together to unscrew the handle from the shell for several minutes. They were finally successful. Only recourse was to attempt implanting a g7 osseo-ti shell. The handle was again difficult to release from the shell. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI# (B)(4). Reported event unable to be confirmed. Products were returned and evaluated. Upon visual inspection of the inserter there were impact marks on the strike plate. No visible damage to the threads. Upon visual inspection of the shell there was no visible damage to the shell threads. The inserter and the shell were assembled and separated with minimal force. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.